Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb charging cable resulting in the pump shutting off. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was sent new charging supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.